Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot numbers is as follows: medical device lot #: 7153851; medical device expiration date: 05/31/2018; device manufacture date: 06/02/2017. Medical device lot #: 7061923; medical device expiration date: 02/28/2018; device manufacture date: 03/02/2017; medical device lot #: 7164938; medical device expiration date: 05/31/2018; device manufacture date: 06/13/2017; medical device lot #: 7074711; medical device expiration date: 03/31/2018; device manufacture date: 03/15/2017; medical device lot #: 7153850; medical device expiration date: 05/31/2018; device manufacture date: 06/02/2017; medical device lot #: 7164937; medical device expiration date: 05/31/2018; device manufacture date: 06/13/2017; medical device lot #: 7058895; medical device expiration date: 02/28/2018 ; device manufacture date: 02/272017; " bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had incomplete gel migration.